Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet which resulted in the battery gauge fluctuating and the pump shutting down. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter. Customer¿s blood glucose ranged from 100 mg/dl to 200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.